Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) value of 594 mg/dl. The customer administered a manual injection of insulin to address the elevated bg. Reportedly, the customer used the cartridge for more than 3 days. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
Per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days)¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.